Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: (B)(6) 2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please confirm if any patient tissue's was affected due to the needle stuck? If yes please provide more details. No what was used to complete the procedure? Different suture. What do you mean by "reached patient/person, inconvenient"? Please explain. The device touched patient, did not cause any harm. Additional information requested, and pending a response: *was the needle successfully removed during the same procedure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle on end of suture detached from suture and became stuck in patient. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/22/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was the needle successfully removed during the same procedure? Yes. I don¿t see the below questions relevant to the reported product issue. What was done to retrieve the needle? How was the needle retrieved? *how was it confirmed that the needle was removed?